Event description:
Reporter noted chamber collapsed every time phaco tip was inserted into eye. Recurred despite suturing wound and making new incision; changing handpiece. Resolved when machine was changed; procedure completed uneventfully. Prognosis reported as good.

Manufacturer narrative:
Facility biomed called technical service regarding questions on checkout of system; no problems found. No service call requested.